Event description:
It was reported that the ¿code not found¿. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the customer forgot the code for the pump functions. To address the issue the pump software will be reloaded with the base code 921. The dso seal and battery compartment were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.